Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. Customer technical support to decide on replacing the pump, which was still under warranty. Meanwhile, the patient used an insulin pen as a backup.